Event description:
The customer reported via phone call that they cannot get the insulin pump to rewind. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that there were scratches on the screen. Customer stated that they carry the pump with them all the time. Customer is a farmer and keeps the pump in their pocket. Customer stated that they can hardly see anything on the screen. Customer had a low reservoir alert in the alarm history and they were aware of the alarm. Customer was in the process of changing the reservoir to continue with the set change. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.